Event description:
Customer reported that on (B)(6) 2013 he received a reading of 86 mg/dl on his adc blood glucose meter, which was lower than a reading of 385 mg/dl received on his "older" unnamed meter at the same time. Customer further reported experiencing lethargy and weakness and subsequently a loss of consciousness. It was additionally reported his neighbor came by to visit and when the customer did not respond to his knocking, the neighbor used his/her key to enter and found the customer lying on the floor, unconscious. The neighbor performed a glucose test, received a reading of 400 mg/dl (it is unknown which meter was used to obtain this result) and administered 40 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter's memory.